Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing and noise. Technical services (ts) reviewed the event and indicated that the noise could be due to electromagnetic interference (emi), however this could not be confirmed. No adverse patient effects were reported. This lead remains in service.